Manufacturer narrative:
The subject device has not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿single-operator cholangioscopy for the treatment of concomitant gallbladder stones and secondary common bile duct stones¿. The literature reported the result of the single operator cholangioscopy system (socs) procedures for 10 patients who had small-sized stones (< 1 cm) in both the gallbladder and common bile duct (cbd) from june 2016 to december 2016. In the procedures, olympus duodenovideoscope model jf-260v was used, there were no serious complications that occurred during the procedures, and three patients developed acute cholecystitis after the procedures reportedly. Any further detailed information have not been obtained at this time. Omsc is submitting MDR according to the number of patients developed serious deterioration (acute cholecystitis). This is 3 of 3 reports.